Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm, vticm513.2 -13.0/2.0/092 (sphere/cylinder/axis) implatable collamer lens tore/broke during injection/delivery into the right (od) eye. There was no patient contact or injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).